Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on a patient. There was no patient information, nor details surrounding the event available at the time of this report. Return product is not available for investigation. Date/ method/ tested/ crea/ potassium/ bun: (B)(6) 2026, I-stat, 15:05, 6.1 mg/dl, 5.3 meq/l, 105 mg/dl, (B)(6) 2026, idexx 15:09, 1.4 mg/dl, 4.4 mmol/l, 20 mg/dl. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.